Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by thermal and/or mechanical wear and tear due to improper handling (such as mechanical overload, shock, accidental dropping, etc.). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the inner sheath, for 26 fr. Outer sheath had the ceramic tip broken. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the ceramic beak was found broken. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.